Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had been using hd settings with high amplitude. They were constantly adjusting up to comfort. The patient had not been educated to the fact that positional changes that move the cord closer to the leads can result in a sudden unpleasant feeling. The amplitude was adjusted to positional comfort. The patient instructed that she may need to decrease amplitude with positional changes. The patient was instructed to reach out to a rep if the issue persisted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has been experiencing little shocks that go down the right leg. The patient indicated the shocks can be in positions like laying down or stretching. He patient had one event that was so bad that it caused her to fall. The fall caused her shoulder and hip to be bruised. The most recent fall was on (B)(6) 2018. Impedances were as follows: ref 0 range of 888 - 1132 ohms, ref 2 range of 678 - 1125 ohms, electrode 3- 813ohms, 23 amp: 2.9v rate: 1000hz 90us, group imp: 797ohms. The patient does not typically feel the stimulation sensation because she is programmed with hd settings. The patient did not have adaptive stimulation, but the rep indicated they may try to enable adaptive stimulation for the patient. The patient originally said the shocking began in (B)(6) 2017/ (B)(6) 2018, but later said it was after (B)(6) 2017, and it was around (B)(6). No further complications were reported.